Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in japan rejected 138104, electrode blade, std, ext insulated 40, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised due device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received fourteen 138104 in unopened original packaging. Lot number was verified. Performed a visual inspection, ten of the devices had pushed through the packaging seal. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging had an insufficient heat seal on two packages. Two devices did not have any abnormalities or defects. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 79 complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; these devices should be inspected before and after each use. This issue will continue to be monitored through the complaint system to assure patient safety.